Manufacturer narrative:
H6: investigation summary a photo was received and analyzed by our quality team. The photo provided had clear signs of separation below the drip chamber and the customer's complaint has been verified. Without a physical sample, the root cause of this failure remains unknown. A device history record review for model 10013364 lot number 21015483 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported that the bd alaris¿ smartsite¿ secondary set tubing snapped off and started leaking chemotherapy medicine after being prepared for use. The following information was provided by the initial reporter: "chemo was prepared in pharmacy and approved to go to administration. While in the bag the tubing snapped off and started leaking in the bag. They noticed it before it went out to the floor. This is now the second time in the last 6 days, and several of many to happen to this account. We have implemented an inspection of every tubing set to ensure it is not kinked before as well."

Event description:
It was reported that the bd alaris¿ smartsite¿ secondary set tubing snapped off and started leaking chemotherapy medicine after being prepared for use. The following information was provided by the initial reporter: "chemo was prepared in pharmacy and approved to go to administration. While in the bag the tubing snapped off and started leaking in the bag. They noticed it before it went out to the floor. This is now the second time in the last 6 days, and several of many to happen to this account. We have implemented an inspection of every tubing set to ensure it is not kinked before as well."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.